Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient¿s heater bag disconnected from the heater line of the cassette resulting in a leak. The leak occurred during the initial drain phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the disconnection and leak. The technical service representative assisted the patient with ending therapy. The patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Based on the reported event description, the cause of the reported issue was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.